Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d4, g3, h1, h2, h3 and h6 as reported, the 6mm 2cm saber pta ruptured at 4 atm during inflation. The saber was replaced with another saberx, and the procedure completed. There was no patient injury. The device was stored in-hospital sanitary area storage. There were no abnormalities found on the appearance including inner tray. The device was prepped as per the IFU. An unknown guidewire crossed the lesion, and the lesion was checked the lesion by ivus. There were no problems on the lesion. Additional info was requested; however, the information could not be obtained. The device was not returned for analysis. A product history review of lot 82193160 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst¿ could not be confirmed as the device was not returned for analysis. Without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. Balloon burst is often associated with vessel characteristics such as heavy calcification; however, vessel/lesion characteristics were not provided. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ the IFU also instructs that inflation at a high rate may damage the balloon. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 6mm 2cm saber pta ruptured at 4 atm during inflation. The saber was replaced with another saberx, and the procedure completed. There was no patient injury. The device was stored in-hospital sanitary area storage. There were no abnormalities found on the appearance including inner tray. The device was prepped as per the IFU. An unknown guidewire crossed the lesion, and the lesion was checked the lesion by ivus. There were no problems on the lesion. The device will not be returned for evaluation. Additional info was requested; however, the information could not be obtained.

Event description:
As reported, the 6mm 2cm saber pta ruptured at 4 atm during inflation. The saber was replaced with another saberx, and the procedure completed. There was no patient injury. The device was stored in-hospital sanitary area storage. There were no abnormalities found on the appearance including inner tray. The device was prepped as per the IFU. An unknown guidewire crossed the lesion, and the lesion was checked the lesion by ivus. There were no problems on the lesion. The device will not be returned for evaluation. Additional info was requested. However, the information could not be obtained.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.